Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported. Additional information from the field representative was obtained which indicated that the suspected cause of high pacing threshold was micro dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.